Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ indicating that the therapy pca failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective therapy pca. The issue was resolved by repairing the therapy pca and the product is back in service.